Event description:
The pt reported he has seen condensation in the cartridge compartment of his insulin infusion device over the last couple of months. During troubleshooting, the pt stated that when he changes the insulin cartridge he inserts the cartridge, then places the adapter on and completes the process by attaching the tubing. He said he has noticed insulin spilling into the compartment when he attaches the adapter. The proper procedure for changing the cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.